Manufacturer narrative:
.

Event description:
The healthcare professional via the manufacturer representative reported that the patient's implantable neurostimulator (ins) battery pocket site was moved. The patient had gone through previous wound care and extensive oral antibiotics after her initial implant. The implanting healthcare professional was not aware of this because the implanting healthcare professional was not the managing healthcare professional. The patient was very thin, and she had very minimal adipose tissue. The patient's status was alive with no injury. It was noted that the ins battery had not broken through the skin and there was no sign of infection. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Event description:
Additional information received from the manufacturer's representative (rep) reported the reason for the first revision of the battery pocket site was due to the consumer having very little adipose tissue and thin skin. Therefore, even though the battery hadn't broken through the skin at all, the pocket site was moved because it appeared likely to break through in the initial pocket location. The consumer didn't experience any symptoms prior to the revision. The consumer continued to get good coverage and relief with stimulation as they always had. It was noted the consumer had lost some weight and was thinner as well, and the doctor felt it may be contributing to her needing a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.